Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens misloaded. The lens was removed with no pt injury, no enlarged incision or sutures. This is one of two lenses used on this pt - see MFR report # 2023826-2009-01409. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (lens misloaded). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).